Manufacturer narrative:
Qn# (B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) lot in june of 2018. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. It was found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws were found misaligned , and the pivot pin was loose during use on a patient. X-ray was performed to check if there is anything left in the patient, but no parts/fragments found in the body. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws were found misaligned , and the pivot pin was loose during use on a patient. X-ray was performed to check if there is anything left in the patient, but no parts/fragments found in the body. No patient injury was reported.